Event description:
The radiologist attempted placement of a vena tech vena cava filter via the right femoral approach. The filter did not fully deploy, and subsequently migrated to a sub-optimal position. The radiologist snared the filter in an attempt to re-position it. The filter deployed fully in the right renal vein. The filter remains implanted. A second filter was placed without difficulty. The patient has not suffered any ill affects as a result of this occurrence.